Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: date of event - approximately one month before the manufacturer became aware of the event on 22jun2025. Exact date is unknown.

Event description:
It was reported by the neurologist that their clinician programmer (cp) crashed and his facility was unable to manage the patient's implanted with deep brain stimulation (dbs) implantable pulse generators (ipg). Several emergencies have come up without the ability to optimize programming for the patients. The physician believes that the interruption in care has significantly impacted the patient's functional status due to the delay in programming optimization.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, lgw, pjs, mhy, qrb.

Event description:
It was reported by the neurologist that their clinician programmer (cp) crashed, and his facility was unable to manage the patient's implanted with deep brain stimulation (dbs) implantable pulse generators (ipg). Several emergencies have come up without the ability to optimize programming for the patients. The physician believes that the interruption in care has significantly impacted the patient's functional status due to the delay in programming optimization. Additional information was received from the physician that the use of the dbs cp was for patients that require unique therapy programming optimization. While attempting to program the therapy for a patient all of the database information was accidentally deleted from the cp, including all brainlab imaging data. The physician then requested an upgrade for the cp software, and it took about one month to send a replacement cp to the physician.